Event description:
It was reported that the patient¿s atrial lead exhibited noise oversensing. Noise was not reproducible in clinic with isometrics. No programming changes were made. Patient was stable.